Manufacturer narrative:
Concomitant medical products: pri tubing; 10ml bd syringe, lot: 9231377, exp: 2022-08-31, 0.9% sodium chloride injection, therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the syringe tip broke off into the tubing. There is no further information available.

Manufacturer narrative:
This was an unexpected return. Visual inspection observed the syringe's broken off tip was lodged within the set's female luer. No further issue was observed with the set. The set was inspected for kinks, holes/tears in the tubing, or damages to the components. There was an unexpected material lodged within the set's female luer which was identified as the syringe's broken off tip. No issues were observed with the set. Further visual inspection of the syringe (barrel flange mold number n-79 and cavity 23) observed no other issue. No further issue was observed with the set. The broken off syringe tip was unable to be removed. The device history record for model me2017 could not be performed due to no lot number being provided for the reported suspect set sample. The root cause of the observed syringe breakage was not identified.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show that the syringe tip broke off into the extension tubing. There is no further information available.

Manufacturer narrative:
Correction to section b.4.

Event description:
It was reported that the syringe tip broke off into the tubing. There is no further information available.